Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: wasn't there for procedure. Procedure completed with another wire. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none. What is the next course of action?: send them another box. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure date: unknown. Additional information: was issue present upon opening package?: no. Photo or video of issue: yes. Question: how was the procedure completed (with another of the same device, with a different device, etc.)? Answer: another wire. If there was a procedure involved, was it for treatment or diagnosis? Answer: unknown. Question: if there was a procedure involved, what was the anatomy location? Answer: unknown. Question: was this the first time the device was used (not resterilized or reprocessed)? Answer: yes. Question: which device was used with the wire when the issue was found? Answer: unknown. Question: was the problem found during insertion or retraction of the wire? Answer: unknown. Question: how many device exchanges were done before the issue was noticed? Answer: unknown. Question: please describe what portion of the guidewire detached/peeled hydrophilic tip, ptfe coating, other? Question: were metal cannula used during the procedure? Answer: unknown. Question: what devices were used with the wire during the procedure? Answer: unknown.

Manufacturer narrative:
It was reported that the device was disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." The customer supplied image presented the labelled packaging pouch and an indeterminate length of skive/cut damage to the specimen wire an unknown distance from the distal end of the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.